Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing found that the gantry cable door was adjusted to restore functionality. The imaging system then passed a system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: b i71000166, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported the system does not recognize that the door was closed. It was suspected that the door sidewall switch was misaligned. The issue took place when taking post -op images. Navigation was successful and there was a reported delay of less than 10 minutes. There was no reported impact on patient outcome. Additional information was received indicating the imaging system could not perform a post operative image acquisition. The site opted to complete the procedure with a c-arm.